Event description:
The manufacturer received information alleging an issue related to bipap device's sound abatement foam. The patient alleges throat cancer. Medical intervention was not specified. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on jul 27 , 2024 and section h10 should be reported as: the manufacturer received information alleging an issue related to bipap device's sound abatement foam. The patient alleges throat cancer. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation unknown dust/dirt contamination present on all surfaces of the base unit. The during a change to the compliance logger, both control blocks are determined to be bad. Both storage units are defaulted and processing continues. A continue type error is recorded in nvram and the unit continues to operate without noticeable alteration. This error does not impact the results of this investigation. Device did not return with an sd card or filter. There is an unknown slight dust contaminate present at the iso port entrance. Using a known good power supply and power cable, pil verified the base unit provided airflow.the device's downloaded event log was reviewed by the manufacturer and found 1 error. The manufacturer concludes there was evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.